Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The severely calcified lesion was in a severely tortuous circumflex (cx). The physician then attempted to place a taxus express2 8.8% 2.5 x 24 mm stent over the lesion, however, he was unable to cross the lesion. Consequently, the stent was never deployed. As the stent was being removed from the cx and into the left main coronary artery (lm), the stent dislodged in the lm and cx. The physician then decided to send the pt to surgery for multiple CABG and to remove the stent. Pt status is reported to be "satisfactory/good."